Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 40 mg/dl at the time of the event. Troubleshooting was performed. The customer last infusion set change was two days prior to the event, and the customer was disconnected during priming. The total amount of basal and bolus delivery did not correspond with what was recorded in the history files. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.